Event description:
It was reported that the handpiece began leaking an unk red fluid out of the end of the handpiece during the washing process. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval. Based on the investigation details, a dried residue was found on the device, and a sample was taken. However, there was no active leaking anywhere. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as they may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complaint/MDR trending.